Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had their pump removed on (B)(6) 2020 due to a staph infection. He could not get medication and was "in serious withdrawal." He was "getting deathly sick" and his "body wasn't sewn up properly." He was "on his death bed." They were waiting on a pump to become available due to the pump shortage. The patient's wife noted it was "emergent" that he get a pump. He was on oral morphine but it was making him sick. The caller was redirected to address the patient's issues with his doctor. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was going through withdrawals due to not having enough medication. It was noted the patient had lost 30-40 pounds and he was "severely ill." It was noted the reporter took him to a detox, his "blood pressure was through the roof" and the percocet that the doctor prescribed for her husband was not enough. The reporter was advised to continue working with the healthcare provider (hcp) until a pump became available. It was further reported the patient could not get the medication he needed, and the doctor was prescribing him too low of a dose, so he did not get much relief. The reporter spoke with a company representative (rep) on (B)(6) 2020 and he said that the emergency cases that would get a pump were only those dealing with end of service (eos) to avoid withdrawal symptoms. It was noted the patient was on 7.5 mg of oral morphine that was ¿making him sick.¿ pump supply shortage information was reviewed, and the reporter was redirected to the patient¿s hcp to discuss symptoms/therapy concerns and the patient¿s need for a pump. Additional information was also received from the hcp on 2020-jul-28 indicated regarding actions / interventions the patient¿s pump was removed on (B)(6) 2020 due to infection. The patient had a non-mrsa infection, treated with cipro and the patient went home on (B)(6) 2020 and was given ms contin 30mg twice a day and percocet 7.5/32 5 mg every 8 hours as needed for withdrawal and pain control. It was further reported by the hcp the patient never went into withdrawal. He still was on ms contin and other narcotics. The patient¿s weight was not known. The pump was sent to the pathology department. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.